Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had respiratory failure and was intubated for 29 days. A tracheostomy was performed. The association was considered unlikely, but was not ruled out.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Requests for additional information regarding this event were submitted to the account; however, the facility was unable to provide any answers. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.